Event description:
It was reported that the patient was not able to adjust the stimulation when using the patient programmer. The patient was only able to lower the stimulation, and was not able to increase the stimulation or change stimulation programs. The programmer did not show any error messages and there were no telemetry problems. It was later reported that in (B)(6) 2010, the patient was seen in the physician's clinic and the device system appeared to be functioning. In (B)(6) 2010, the patient returned to the clinic and it was noted that the 0-7 electrodes on the right lead had increased impedance readings. The left lead was programmed and the patient received adequate stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).